Event description:
It was reported that during fai procedure utilizing an ambient super multivac 50 icw, the active electrode fell apart. All pieces were removed from the patient. There was no reported patient injury.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear and a detached screen with discoloration/contamination and scuff/scratch marks on the spacer. Only a part of the screen was returned with the device. The insulation on the shaft is scratched but not compromised. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed on the remaining parts of the screen/electrodes. The suction tube was tested and performed as intended. The complaint was verified, however the device creates plasma only on the remaining parts of the electrodes after bypassing the error e-7; the root cause for the detached screen could be determined with expected wear/tear. Additionally there are several root causes that could have contributed to the e-7 error. The rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to an e-7 error include disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. 510k correction.